Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced a high blood glucose event and insulin flow block alarm due to a bent cannula and treated with correction via multiple daily injection on (B)(6) 2026. The infusion set had been inserted in the abdomen.